Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u the customer indicated there was a breach in the transformer housing and it completed came apart. Customer indicated there was no fire or flame and no injury sustained from the event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
Customer reported that her adapter sparked. Through f/u customer indicated a breach in the housing.